Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon was inflated to its largest size 18mm and pressure was maintained to 7 atm. The physician then instructed to deflate the balloon; however, the balloon popped inside the patient while deflating. Reportedly, the balloon could not be pulled out of the scope as it was noted to be too large to pull through. The scope was then pulled out of the patient with the balloon still inside the scope. Wire cutters were used to cut the balloon off the catheter and pull out of the biopsy cap. It was noted that the esophagus had received sufficient dilation by this point, so the procedure was completed at this time. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.